Event description:
It was reported that the external pulse generator (epg) was sensing inappropriately. The biomedical engineer had spoken to the head of the operating room (or) for additional information and no other information was available. The biomedical engineer used a sigmapace 100 to test the ventricular and atrial sensitivity and everything was within specification. The biomedical engineer also tested the rate and output and completed the test function. The epg was restored to service. Follow up was inconclusive in determining whether or not there was patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).